Manufacturer narrative:
The device will not be returned to olympus for evaluation. The investigation is ongoing, a supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the disposable electrosurgical snare loop automatically fell off, after cleaning the item a suction device was used to remove the polyp. The issue was found during a therapeutic polypectomy procedure, the procedure was completed with the same device with a 2 ¿ 3 minute delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was not returned to olympus for evaluation and further event details are unknown. Therefore, the root cause of the reported event (snare loop wire broke/fell off) could not be determined. This supplemental report includes a correction to d8 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.